Manufacturer narrative:
No product will be returned per customer because the product was discarded and the product's model and lot #s were unknown. Per previous discussion with the customer, it is (B)(6) policy not to provide patient demographics.

Event description:
It was reported that the nurse began a secondary infusion of an unspecified antibiotic that was set to run over thirty minutes and connected to a primary line with an unspecified fluids running. However, it was noticed that the antibiotic bag emptied after five minutes. It was further observed that upon changing the secondary tubing, the medication was still infusing incorrectly. The tubing was then removed from the pump and the issue was resolved after changing the primary set. There was no patient harm. The event occurred at post anesthesia care unit (pacu). The tubing sets were discarded and the pumps were returned to service. It is the customer's presumption that the issue was due to backflow check valve failure and requests no further investigation into the incident.